Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no abnormalities or issues and no complaints from other customers.

Event description:
It was reported that the bd microlance¿ 3 needle was difficult to connect to the syringe during use. The connection was reportedly "a bit loose" when injecting, causing product to leak from the side and into the needle socket. The following information was provided by the initial reporter, translated from french to english: "then, removing this needle and placing the smaller needle for application, he said that it did not screw firmly like the others. He says it was a bit loose, but he still applied the product. At the moment of pressing the plunger to inject the liquid, with the needle already inserted in the penis, the product leaked a little from the side, into the needle socket with the tip of the syringe, where it threads."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was difficult to connect to the syringe during use. The connection was reportedly "a bit loose" when injecting, causing product to leak from the side and into the needle socket. The following information was provided by the initial reporter, translated from french to english: "then, removing this needle and placing the smaller needle for application, he said that it did not screw firmly like the others. He says it was a bit loose, but he still applied the product. At the moment of pressing the plunger to inject the liquid, with the needle already inserted in the penis, the product leaked a little from the side, into the needle socket with the tip of the syringe, where it threads."